Event description:
It was reported that a piece of the nacl bag broke off during a medical procedure. The broken piece was successfully removed. Please note, the nacl bag is not a stryker product. It was alleged that this issue occurred when using the stryker ahto tubeset.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
The device was not returned for investigation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: during irrigation, a piece of rubber came out of the suction cannula and fell into the patient's abdomen. Probable root cause: material/design error. Excessive user force. Severe shipping conditions. Disposable tip rubbing against product. User error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that a piece of the nacl bag broke off during a medical procedure. The broken piece was successfully removed. Please note, the nacl bag is not a stryker product. It was alleged that this issue occurred when using the stryker ahto tubeset.